Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s ins had moved in their body and was causing them pain in their sciatic nerve. They stated that the ins had raised up higher in their buttock on the left side and is now where their waist was. They stated that they had to wear soft pants with no elastic and that they couldn¿t wear jeans. They stated that they went to their healthcare provider about the issue and they told them to call the manufacturer. It was reported that a fall could be related to the issue. They stated that they did have a fall, but they were not sure if this caused the ins to move up. The patient was redirected to follow-up with their healthcare provider to discuss their symptoms. It was reported that the event occurred in (B)(6) 2017. Additional information was received later the same day where the patient again mentioned that their device had moved from their right side to the middle. They also stated that their battery was dead. No further complications were reported/anticipated.